Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designator fl9, fl10 and fl11, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.